Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united kingdom.

Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom. It was reported that patient faced infusion set with hole in tube event on 19-jun-2024. Therefore, there was leakage in tube due to hole. No further information available.